Event description:
(B)(4). This unsolicited case from united states was received on 30-nov-2017 from a nurse. This case concerns an adult male patient who received treatment with synvisc one and later after unknown latency had swelling and pain; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection at the dose of 6 ml (frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020). On an unknown date in nov-2017, after unknown latency, the patient had swelling and pain. It was reported that the ultrasound of knee was performed and provided a methylprednisolone (medrol) dose pack. It was patient's first time injection. Corrective treatment: methylprednisolone dose pack for both the events outcome: unknown for both the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for all the events follow up information was received on 29-nov-2017. Expiration date updated. Text was amended accordingly. Additional information was received on 30-nov-2017 from the nurse. The event of device malfunction was added. Pharmaceutical technical complaint (ptc) results were added. Text amended accordingly. Pharmacovigilance comment: (B)(6) follow-up company comment dated 30-nov-2017: this case concerns a patient who received treatment with synvisc one and later the patient had knee pain and knee swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with case: 2017sa244609, 2017sa244633, 2017sa244641, 2017sa244651, 2017sa244667, 2017sa244673, 2017sa244681, 2017sa244689 and 2017sa244696 (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns an adult male patient who received treatment with synvisc one and later after unknown latency had swelling and pain. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection at the dose of 6 ml (frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may-2020). On an unknown date in (B)(6) 2017, after unknown latency, the patient had swelling and pain. It was reported that the ultrasound of knee was performed and provided a methylprednisolone (medrol) dose pack. It was patient's first time injection. Corrective treatment: methylprednisolone dose pack for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for both the events.